Manufacturer narrative:
During further investigation (fi), a visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed in an fi test ventilator. The test ventilator powered up from ac, delivered breaths and the ac led indicator activated. The touchscreen responded to touch commands and calibration passed. The ventilator operated for 2 hours during which time post was executed 25 times without generating any failures. The determination could not be made that the device failed to meet specifications. There is no relationship of the device to the reported problem. The touchscreen assembly was tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they cannot make setting changes via the touchscreen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.